Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a training/demo of the da vinci system a test drive was being performed, and the needle holder was positioned to begin the training session. When the surgeon took control of the instruments, the needle holder was not responding to closing the tip, and a loose thread was observed at the tip of the needle holder. There was no report of patient involvement or there was no report of patient injury.